Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was thought to have been exhibiting premature battery depletion (pbd). Device data was checked and noted longevity appeared to be realistic. The field representative confirmed that the device output was changed and were only able to get two years remaining. To date, this device remains in service. No adverse patient effects were reported.